Manufacturer narrative:
The user facility submitted medwatch mw5108939 for this event. The medwatch report had outcomes attributed to adverse event selected as life threatening without any other adverse event details.  Due diligence attempts were unsuccessful in obtaining additional information related to this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had not initially alarm (first/primary alarm) for upstream occlusion for 58 minutes with low rate, critical medication infusion during therapy (medication, dose, programmed amount and delivery rate unknown). The entirety of an intravenous (IV) infusion was not completed, requiring the end user to reprogram the pump with additional volume to ensure complete medication/fluid administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.